Event description:
Additional information received reported that the patient¿s appointment was on (B)(6) at 1:45 at the physician¿s office. The manufacturer¿s representative (rep) saw the patient and reprogramming was attempting with nothing but belly and rib stimulation. Impedances were within normal limits. The patient reported the previous system they had was a different manufacturer¿s and the lead was at t8 and they got nothing but rib/belly stimulation. The patent¿s lead was currently at t8 according to the notes. The patient¿s physician was referring the patient back to the implanting physician for a discussion in a revision to move the lead lower to get leg coverage the patient needed. The patient¿s wife was going to call on the (B)(6).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was recently implanted and an initial attempt was made at their post-operative appointment, the day of the report, to program the patient for coverage of the bilateral legs to feet. The lead was placed over t8/t9. It was noted the patient had prior systems with competitors and reported he never felt stimulation coverage in his legs. The manufacturer's representative (rep) was unable to cover the patient's legs with stimulation and instead they were experiencing stimulation in the wrong location. The patient felt stimulation in the abdomen, ribs, and slightly on top of their bilateral thighs. Some arrays were maxed out at 10.5 volts without paresthesia. As a result reprogramming was planned for (B)(6) and the patient would be meeting with the physician at that time as well. Impedance testing was also performed which showed electrode 11 was greater than 10,000 but all others were within normal limits. The cause of the issue was unknown and it was unknown if the issue resolved. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.